Event description:
As reported, two different fogarty catheters broke while being inserted during a procedure. Another catheter was used and worked fine. No patient injury reported. The devices were disposed and will not be returned for evaluation.

Manufacturer narrative:
The devices were not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the units that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. Attempts are being made to obtain additional information from the hospital. A supplemental report will be forthcoming if any other information is made available. Medwatch # 2015691-2015-01291 for the other catheter reported.